Manufacturer narrative:
Batch review performed on 21 september 2021. Lot 2100351: (B)(4) items manufactured and released on 23-feb-2021. Expiration date: 2026-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 21 september 2021. Gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 2010587 lot 2010587: (B)(4) items manufactured and released on 26-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 2010234 lot 2010234: (B)(4) items manufactured and released on 25-feb-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
2 months after the primary surgery the patient came in reporting pain. The surgeon observed that the tibia tendon had come off and the cause is unknown. The surgeon revised the femur, tibia, and insert. The surgery was completed successfully.